Manufacturer narrative:
In a good faith effort (gfe) from the authorized service provider (asp) it was stated serial number for the v200 was asked but unknown (asku). The device's diagnostic report (drpt) was not provided by the asp. The device's settings and alarm thresholds at the time of the event were asku. The device configuration (including make/model of all circuits, accessories, humidifiers, interfaces, etc.) Was asku. The patient information, normal blood pressure, and blood pressure during the event were stated to be asku. The targeted tidal volume and high and low ends of the fluctuating tidal volume were asku. The asp confirmed that service was completed, with the customer equipment department replacing the oxygen sensor. The replacement part information was stated to be asku. The asp confirmed that, following the repair service, the device was fully functional and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v200 ventilator indicating that the tidal volume of the device was unstable. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that a patient was receiving ventilatory support when the hospital staff noted that the bedside monitor detected fluctuations in the patient's blood pressure. A subsequent inspection of the ventilator revealed that the device's tidal volume was unstable, alternating between high and low. The device was removed from service. This investigation is ongoing.